Manufacturer narrative:
An investigation was conducted: it was reported by the user that after an eviva biopsy procedure on (B)(6) 2025, "a tiny 1 mm metallic fragment is noted just deep to the skin surface." It was further reported by the user that this was not seen on previous studies, and it "may represent a tiny metallic fragment from the biopsy device or the needle used to administer lidocaine." The user reports that "the review of the discarded biopsy needle offered no conclusive information" when assessed for potential needle damage post patient procedure. The fragment has not been removed from the patient. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The device was not returned for this complaint. Therefore, a full investigation could not be conducted. Without the returned device, it is not possible to confirm a definitive root cause of the issue it was not possible to confirm that the eviva disposable directly caused the reported harm of the metallic fragment noted just deep to the skin surface of the patient. The investigation involved a comprehensive review of device history records, complaint data, risk assessments, and testing results. Conclusion: the reported issue has not been confirmed, and the most probable root cause has not been identified. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported by the user that after an eviva biopsy procedure on (B)(6) 2025, "a tiny 1 mm metallic fragment is noted just deep to the skin surface." It was further reported by the user that this was not seen on previous studies, and it "may represent a tiny metallic fragment from the biopsy device or the needle used to administer lidocaine." The user reports that "the review of the discarded biopsy needle offered no conclusive information" when assessed for potential needle damage post patient procedure. The fragment has not been removed from the patient. No further information is currently available.